Event description:
This lead was explanted and replaced due to high thresholds and diaphragmatic stimulation. The physician wanted the patient to get a qp system so this lead and the ICD were replaced with a competitors device and lv lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.